Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units of insulin. The customer¿s blood glucose level was 99 mg/dl. Although requested by tandem technical support, no additional information was provided.